Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 39 mg/dl. The customer treated their blood glucose with food. Customer also reported a lost sensor alert on their insulin pump. The customer was advised the alert may be caused by a damaged sensor. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.